Manufacturer narrative:
(B)(4). Concomitant medical products: item name: nexgen trabecular metal porous femur, number: 42502806201, lot: 62347272. Item name: articular surface fixed bearing left 14mm, number: 42511200514, lot: 62419015. Customer has indicated that the product will not be returned to zimmer biomet for investigation because product location is currently unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the patient¿s legal counsel that the patient underwent left total knee arthroplasty approximately 3 years ago. Legal counsel further reports patient underwent a revision procedure approximately 1 year ago due to loosening of tibial component. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. The persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total knee revision surgery approximately 2 years post primary surgery, due to tibial loosening. During the revision, extensive scar tissue was observed. The knee has only about 40 degree range of motion. Femur, tibial implants and articular surface were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: persona all polyethylene patella, catalog #: 42540000035, lot #: 62615361 persona fixed bearing articular surface, catalog #: 42511200516, lot #: 62504703. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total knee revision surgery approximately 2 years post primary surgery, due to tibial loosening. During the revision, extensive scar tissue was observed. The knee has only about 40 degree range of motion. It was further noted in the operative reports that a large amount of scar tissue was removed from around the knee, the surgeon was unable to completely avert the patella as successfully. Therefore the surgeon performed a rectus snip. The knee was then flexed. It was further noted, that there was limitation of flexion secondary to tightness of his quadriceps, release was performed of the quadriceps with an elevator in order to improve range of motion. The femoral, tibial component, and articular surface were removed and replaced. No additional patient consequences were reported.